Event description:
Pt presented to surgeon with complaint of pain and an x-ray revealed a broken lcp dhhs sideplate. Hardware was removed, pt revised to a tfn.

Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no device was returned. A review of the device history record was performed with no pertinent nonconfomance's noted. The lot met all dimensional, visual and raw material criteria at the time of manufacture and release.